Event description:
Reporter stated that back-to-back tests were performed on a pt (capillary samples), using the suspect device, with results of 530 mg/dl and "hi" (> 600 mg/dl). Reporter indicated taht, 2 mins later, the pt's arterial line was flushed and an additional sample was obtained and sent to the facility's lab, with a result of 176 mg/dl. According to reporter, pt was not treated based on the values obtained on the suspect device. Qc testing had reportedly been performed on the system and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.